Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device and delivery system was selected for use and the closure device was successfully implanted. 4 hours post index procedure, during follow up transthoracic echocardiogram, a small circumferential pericardial effusion was noted. Of note, no pericardial effusion was noted pre-procedure. No intervention was performed. The patient was discharged the following day and has fully recovered.